Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 53 mg/dl and declined to troubleshoot because they were eating while on call to cure it. Customer stated that the insulin pump was fell off while changing it to auto mode and unable to enter auto basal. Customer stated that the auto mode status screen shows active insulin updating. Customer stated that the battery cap of insulin pump was detaching. The pump will not be returned for analysis.